Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned as the live image still was working. The philips field service engineer (fse) inspected the system onsite and confirmed that the live image is not available in the exam room. Upon functional testing, fse found that the old view pad remote was not updated when system software was updated and poor image quality issue with monitor. Fse replaced the 19'' monochrome monitor ER (mml1952-per) and direct viewpad cardio. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the live image is not available in the exam room. As a result, the patient had to be moved to another room. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the monitor and direct viewpad. After the monitor and viewpad remotes were replaced, the system was returned to use in good working order.